Event description:
Country of complaint: (B)(6). The veterinary customer complains the following: "10 days after surgery (ovh) existed vaginal bleed that, in one of the cases, culminated in the restoration of the cervix. These threads break while doing nodes with different surgical kits."

Manufacturer narrative:
Evaluation ongoing at manufacturing site.